Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9337406, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03, medical device lot #: 9337407, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03, medical device lot #: 0062237, medical device expiration date: 2025-02-28, device manufacture date: 2020-03-02." Nitial reporter phone #: (B)(6). (B)(4). Investigation summary: a device history record review was completed for provided material number 301035 and lot number 9337406. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, ninety syringes and three photos were received for evaluation by our quality team. The syringes came in three different plastic bags and each bag is labeled with 30 pcs and a lot number - lot numbers 9337406, 9337407 and 00062237. A visual inspection was performed, no damages or defects were observed. There are some minor rub marks on the barrels, but all are acceptable. In the three photos provided no defects or imperfections are observed. Based on the investigation results, the samples received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd¿ luer-lok syringe the barrels were discovered to be cracked. There were 2875 cracked with lot# 9337406, 33,750 cracked with lot# 9337407 and 3375 with lot# 0062237. The following information was provided by the initial reporter: it was reported there are marks on the syringes. Pictures provided show that the barrels are cracked.